Event description:
It was reported that the programmer of the device had a battery longevity issue and higher longevity was calculated. No patient therapy or significant programming changes occurred and no patient symptoms were reported. It was suspected that battery was close to midlife period and due to small fluctuations of battery voltage end of the midlife was resulting in programmer longevity data anomaly issue. Patient will be followed normally.